Event description:
It was reported that balloon rupture occurred. The patient was presented with thrombosed fistula and underwent arteriovenous fistula (avf) declotting. The thrombosed target lesion was located in non-tortuous and non-calcified avf. A 6.0 x 120, 135cm mustang balloon catheter was advanced for dilatation. However, upon increasing the pressure up to 18 atm on the first inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device including thrombectomy devices and thrombolytic. There were no patient complications nor injuries reported.